Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was leaking inside the chamber and the keypad, which turned the pump housing and keypad brown. Customer noticed the leak when changing the infusion set. Customer declined troubleshooting and requested for insulin pump to be replaced. Reservoir is not expected to return for failure analysis.